Manufacturer narrative:
During follow-up communication, the physician provided the following insights in regards to the stent delivery catheter marker bands detachment: some restriction was noted as the stent delivery catheter was advanced through the guiding sheath; loosening the sheath valve to hub attachment was used to "allow more play"; the point at which the marker bands became detached in not known as this was not noticed until after the balloon catheter had been advanced through the guiding sheath; a second marker band detachment occurred on the same day, but the bands remained in the valve/hub portion of the guiding sheath & were removed by unscrewing the valve from the hub; a second guiding sheath lot number (ke23) was provided; and in his opinion, this appears to be an issue with the stent delivery catheter where the marker bands are raised above the surface and are not secured adequately to the stent delivery catheter. The complaint investigation included both guiding sheath lot numbers. Unfortunately, the involved devices were not available for evaluation, which limits the failure investigation. A review of the device history records confirmed that there were no production related problems for the reported lot numbers. A review of the complaint files confirmed that these lots have not been reported previously. The cause of the reported event cannot be definitely determined based upon the available information. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up.

Event description:
The user facility reported that the physician noted resistance while withdrawing a supera stent delivery catheter through a pinnacle sheath. Reportedly, several attempts were required to deliver the stent, due to a moderately calcified sfa. After removal, the physician observed that "the marker bands were off of the [stent delivery] catheter." The physician was able to successfully retrieve the marker bands using a submarine balloon and the procedure was completed successfully.